Event description:
The service report shows that the ventilator would not pass est (extended self test). The customer support engineer (cse) verified that the vent would not pass est. During the inspection of the vent the cse found moisture in the exhalation valve and in the exhalation flow sensor. In questioning the customer the customer stated that the filter heater did not work due to a broken electrical connector in the heater assembly. The cse was unable to inspect the filter heater assembly , it can not be located. The customer supplied the cse with another filter heater assembly. The unit passed extended self testing. This report is not an admission by that this device caused or contributed to the event alleged in this report.